Manufacturer narrative:
Initial and final MDR 1879808 - MDR 3003442380-2024-06014- device 9 of 13. The following tests were completed for 10 samples of lot 6000741: visual inspection as per 4902148 criterios de calidad para productos de la familia inset engesp, version 40. 10 samples visually inspected and no deviations identified. 4802011, flow test on customer complaints -pruebas de flujo en quejas del cliente, version 10. 10 samples met the criteria of minimum 80ml/minute.

Event description:
Unomedical reference number (B)(4). Event occurred in norway. On (B)(6) 2024, it was reported by the patient that 13 infusions set from two different box with same lot was found bent after removing from the body. The user replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available,